Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient experienced phrenic nerve and diaphragmatic stimulation. The right atrial (ra) lead was programmed off. No further patient complications have been reported as a result of this event.